Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared, however the time on the pump was noted to be inaccurate, moving forward 3 hours. The customer's blood glucose level was impacted, elevating from 270-340 (mg/dl). The customer delivered a bolus via the pump and stated that they would contact their healthcare provider to obtain manual injections.

Manufacturer narrative:
(B)(4).